Event description:
(B)(6), a customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was hospitalized for the low blood glucose on (B)(6) 2015. The customer did not mention any form of treatment for their blood glucose levels. The customer states they took medicine and alcohol by mistake. The customer is having their insulin pump replaced due to a display issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.